Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Attempts to obtain additional information have been made. If any further relevant information is provided; a follow-up medwatch report will be submitted.

Event description:
The device got stuck in the wire and they were not able to advance it so they had to remove the device with the wire.